Event description:
The customer reported going to the emergency room with a low blood glucose reading of 54 mg/dl. The customer stated that she overbolused for her breakfast this morning due to entering the incorrect carbohydrate amount. Assisted the customer in setting up the sensor settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.